Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an itchy rash. The patient reported that he had the rash prior to leaving for a vacation, but that he fell while on vacation and the rash is now worse upon returning. The patient's rash was oozing and was located under all the therapy electrode pads. The patient's physician prescribed steroids for the patient. Follow-up indicated that the rash had healed.